Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched. It was unknown if the lens was already scratched before implantation or if it was damaged by tech by bending it. The iol was explanted during initial procedure to implant another unspecified lens. Additional information has been requested.

Manufacturer narrative:
Correction information provided in h.6. (FDA evaluation method code should be b20 instead of b17). The manufacturer internal reference number is: (B)(4).